Manufacturer narrative:
F10 (device code): appropriate term/code not available for device perforation. F10 (device code): appropriate term/code not available for device tilt.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to history of deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "after the filer [sic] was implanted I had this terrible pain in my right thigh and my right abdomen and back. It was like a pinching pain that was almost constant and it got better after the filter removal but sometimes I still have a pain in the area". Patient further notes limited mobility, anxiety and depression and received an antidepressant medication. Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2015: "then the guidewire was inserted and then using a cook vena cava filter celect was inserted in the infrarenal position". Per the independent review of a (B)(6) 2015 computed tomography (CT) of abdomen and pelvis with oral contrast dated (B)(6) 2017: "positive for caval perforation. Superior extent of caval filter l1-2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc". "Maximum distance prongs perforated approximately 4mm". "Coronal images approximately 4 degree tilt left to right". "Sagittal images 2 degree tilt anterior posterior". Diameter of ivc directly above filter 16 x 11mm". Per the ivc filter retrieval dated (B)(6) 2018: "no significant thrombus noted on filter. Successfully removed, no fractured struts. Completion venogram demonstrates no injury to the vena cava".

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2015. Patient alleges to have been injured without further explanation.